Event description:
It was reported that the anchor broke despite using tap. The anchor was completely removed from patient and an additional hole was not needed to finish the procedure. A backup device was available to complete the procedure with no significant delay or patient injuries.patient injuries reported.

Manufacturer narrative:
One 5.5 twinfix ultra ha inserter was returned for evaluation. Anchor and suture were not returned for examination. Visual assessment of the inserter tines that interface with the anchor are bent and twisted. The condition of the inserter indicates excessive force was placed on the device during insertion of the anchor.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.